Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a scs system implanted which includes two leads from the same lot. The patient reported he underwent surgical intervention to remove his scs system because he was not receiving effective stimulation.